Manufacturer narrative:
The customer facility was provided with androstenedione kit lot 354, which does not exhibit this issue. The cause of the falsely elevated androstenedione results with kit lot 353 is unkown. Siemens is investigating the issue.

Event description:
The customer observed a high bias with androstenedione results on an immulite 2000 xpi instrument, while using kit lot 353. The high bias caused the quality control materials to recover high out range, or at times, within range. When the quality control materials recovered high out of range, patient samples were not tested. When the quality control materials recovered within range, patient samples were tested and reported out. There was a delay in reporting out patient results when the quality control materials were out of range. It is unknown if there was any patient intervention or adverse health consequences due to the falsely elevated androstenedione results.

Manufacturer narrative:
The initial MDR 2432235-2017-00158 was filed on march 2nd, 2017. Additional information (04/10/2017): the siemens technical support laboratory (tsl) evaluated androstenedione reagent kit lots 353, 354 and 355 and did not confirm a product issue with kit lot 353. The tsl did not confirm the observation of high out of range recoveries of quality control materials or high results with patient samples. The customer is running quality control materials and patient samples on the immulite 2000 xpi androstenedione assay without any further issues. Based on the available information, immulite 2000 xpi androstenedione lot 353 is performing as intended. The cause of the discordant androstenedione results is unknown. No further evaluation of the device is required.